Event description:
Surgeon reported to sales manager that during revision operation, the baseplate was discovered to be broken medially in the back and had to be removed. Operation finished using another manufacturers knee components.

Manufacturer narrative:
A supplement report will be submitted, upon completion of the investigation.